Manufacturer narrative:
Clarification to device manufacture date: may 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "dr implanted xen into eye that previously had trabeculectomy that failed. Patient also had anterior chamber iol however the ac was deep and there was clear access to implant xen clear of the foot of the iol. Device positioned slightly longer in the ac about 1.5mm but very clear of the iris. Surgeon attempted to reposition." In the right eye.